Event description:
Unit was on a pt and the control panel cable to the pt unit was pulled out as it got hooked o something. The unit stopped delivering breaths and alarmed with no display. The connector was reattached but no change in display or alarms. The battery was fully charged. Fse is being dispatched to investigate. The unit was changed out and no pt injury occurred.